Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that she was unsure whether the insulin pump or the glucose meter was not working properly. She stated that she received a high reading on her blood glucose meter, which she treated with a 16 unit bolus. She stated that she bolused to correct what she thought was a blood glucose reading of over 600 mg/dl. She used strips to test her blood glucose reading, which was 49 mg/dl, then 37 mg/dl. She drank juice to bring the blood glucose reading back up to 74 mg/dl. She stated it took her all night to bring the readings up. The customer stated that she did not have any prior concerns leading up to the event and believed that the issue was caused by the blood glucose meter. She woke up not feeling right, leading up to the event. She advised that the insulin pump delivered basals and boluses fine since the night prior and that morning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.